Event description:
The customer reported that the system alarmed and would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The voltage on the isolation transformer was adjusted. The system was then found to be working as intended and put back into service.